Event description:
Hamilton co was informed in 7/05 of an event that occurred in 05 in which the hamilton microlab at +2 instrument reportedly mispipetted samples. No death or injury resulted from this event.